Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep could not duplicate the problem. The system operates as intended.